Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the distributor tested the y-I sensors at the hospital. Two sensors had the same spo2 results, but the third sensor read 2% lower. No patient involvement.